Event description:
It was reported that a patient presented with dizziness due to dislodgement of the right atrial and right ventricular leads due to twiddler's syndrome. This was confirmed with x-ray imaging. The dislodgement resulted in high capture thresholds and varying pacing impedance on the atrial lead, as well as loss of capture, varying defibrillation impedance, and far p over-sensing on the right ventricular lead. The physician set up a defibrillation vest until future lead revision. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events were lead dislodgement due to twiddlers syndrome, unacceptable threshold, and varying low voltage impedance. As received, a partial lead (only the distal portion) was returned in one piece. X-ray examination found the helix was bent/compressed consistent with procedural damage. The helix mechanism/extension length test was not performed due to procedural damage to the helix, as received. The reported events of unacceptable threshold and varying low voltage impedance were not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage.

Event description:
New information received notes that the lead was explanted. No adverse patient consequences were reported.